Manufacturer narrative:
It was reported that the patient's infection was treated with oral and topical antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on may 08, 2017.

Event description:
It was reported that the patient experienced an infection at the implant site. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, may 08, 2017.

Manufacturer narrative:
It was reported that the patient experienced extrusion of the device. The patient was hospitalised (date not reported). There are plans to explant the device and reimplant the patient with a new device; however this has not occurred as of the date of this report.